Event description:
Customer reported receiving no delivery alarms during the basal delivery for about a month. She stated that some of the infusion sets had bent cannulas when she removed them. The blood glucose reading was 76 mg/dl. The issue had been resolved by a complete set change. Customer also reported an instance where she felt pain at the site immediately after starting a bolus. The blood glucose reading was 202 mg/dl. She reported that this issue had been resolved with a set change. She stated that the insulin was not denatured or expired. She stated that the tubing was not bent or kinked. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.